Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that, patient faced infusion set cannula kinked event on (B)(6) 2024. The event occurred within 3 hours of insertion.. The insertion site was at thigh. The patient confirmed the introducer needle was ahead of the cannula prior to insertion. The blood glucose level of the patient was 481 mg/dl, relevant treatment included correction bolus via pump. The event was resolved by replacing supplies as necessary and resumed insulin. Unomedical do not see kink as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can kinked slightly. No further information available.